Event description:
The doctor reported the implant was removed due to osseointegration failure, 10 months after implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was good. Bone resorption and peri-implantitis were observed during the implant removal surgery. The patient will need another surgical intervention.

Manufacturer narrative:
Please see attached summary memo.